Event description:
In march 2006 the lay user/reporter contacted lifescan (lfs) alleging her son's one touch ultra meter giving inaccurately high readings. On morning of march 7, 2006 the pt obtained the blood glucose result of 92 mg/dl on the reported meter. The pt then ate breakfast and took his normal insulin dose. Following this, the pt was staring at the ceiling and became unresponsive. Because of the symptoms, his mother called emergency services, and the paramedics tested the pt's blood glucose with the reported meter to be 117 mg/dl. The paramedics also tested the pt's blood glucose level using their meter, and obtained a 'similar' result, specific result was unk. The pt was transported to the hospital, where a venous laboratory result of 55 mg/dl was obtained, within 20 minutes of the original meter readings. The pt was treated intravenously, type not specified. He was admitted to the hospital with a diagnosis of hypoglycemic. This was the first time the pt had required hospitalization. The pt takes humalog insulin on a sliding scale, humulin (nph) insulin 9 units in the morning and lantus insluin 6 units at dinner. The pt's fasting blood glucose result is usually 113 mg/dl, and expected non-fasting results range from 95 mg/dl to 180 mg/dl. The customer care advocate (cca) determined during the troubleshooting telephone call the pt's testing technique was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure and calibration code number. No quality control testing was performed during the call, as the pt did not have control solution. The meter and control solution were replaced. This incident is being reported as the pt was hypoglycemic and obtained normal blood glucose readings on the reported meter, and required emergency medical treatment.